Event description:
It was reported that pump malfunction occurred after pump got wet. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy a53 5g / 2.8 / android 16.